Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for left ventricular (lvad) pocket infection (without bacteremia) with incision and drainage (I&d) on (B)(6) 2021. There was also culture growth of (B)(6) and pseudomonas (pan-sensitive) and escherichia coli (e coli) for which the patient received intravenous (IV) antibiotics while hospitalized. The patient then transitioned to oral levaquin and doxycycline and completed a 6 week course of antibiotics. On (B)(6) 2021, the patient resumed bactrim suppression with ongoing purulent drainage from the exit site and repeat culture (cx) growing (B)(6) (still susceptible to bactrim) and moderate pseudomonas aeruginosa (psa). The patient was then started on cefepime on (B)(6) 2021 with a planned duration of 2 weeks and continued on bactrim suppression. On (B)(6) 2021, there was culture pseudomonas aeruginosa. The patient was started on cefepime on (B)(6) 2021 for 4 weeks of therapy. On (B)(6) 2021 the cultures were cefepime resistant and pseudomonas therapy changed to meropenem on (B)(6) 2021 and there was plan to continue for 4 weeks.